Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system were used. Numerous recaptures were performed due to inadequate positioning. After a subsequent deployment, while position, anchor, size, and seal (pass) criteria were being assessed, it was noted via transesophageal echocardiogram (tee) that a thrombus was present on either the tip of the sheath or the threaded insert of the closure device. Numerous aspiration attempts were performed. Eventually the thrombus was noted to be absent after an aspiration attempt through the delivery system, however no thrombus was observed in the syringe. Pass criteria was met and the closure device was released. The was and delivery system were removed from the patient's body. A second, smaller mobile thrombus was then visualized on the threaded insert of the implanted closure device. No intervention was performed. It was noted that the patient's activated clotting time (act) was out of range (high) throughout the entire procedure. The patient was taken to recovery and awoken from anesthesia. No neurological deficits were present.